Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Visual analysis found no significant damage or visual defects with the device. The overall appearance of the device showed signs of normal wear from multiple uses in a clinical setting. Functional testing was conducted and the sasi clamp, unattached with the saw, moved freely, but was found to become slightly stiff after multiple articulations without lubrication. Once lubricated the saw clamp moved freely once again. The sasi successfully assembled and disassembled with the mating devices as intended. It is worth noting that the saw clamp require reasonable amount of force to clamp and unclamp the sasi with the saw. While conducting functional tests with the production equivalent saws attached, the assessment found no undesired movement or play between the saw and sasi or within the sasi itself. The assembly was secure and rigid once the saw clamp was engaged. The overall complaint was not confirmed. The assignable root cause could not be determined since no problem was found.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. , concomitant medical devices and therapy dates, base station device and satellite station device, june 5, 2024. UDI: (B)(4).

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that the robotic assisted saw interface right (sasi) device had a saw cycle error. It was reported that this issue was observed during the first cut. It was found that the lever on the robot side of the sasi came loose. It was reported that there were no delays in the surgical procedure. It was reported that the device was being used with a robotic assisted satellite station and base station device. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the reporter provided additional information stating that the robotic assisted case was terminated and manual instruments were used.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6 corrected data: medical device problem code updated. D9, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.